Event description:
It was reported when using the bd pyxis¿ medstation¿ es, had an error message as getting windows ready, don't turn off the computer. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, had an error message as getting windows ready, don't turn off the computer. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the system displayed the error message 'getting windows ready, don't turn off the computer'. A technical support specialist (tss) remoted into the device and observed that it was on the application screen and functioning as expected. The issue appeared to have resolved following the scheduled weekly windows updates. The system functioned as intended after the issue got resolved.